Manufacturer narrative:
New corrected information received confirmed that the ensite x amplifier was restarted, not the ensite x system. Given this new information, this event does not qualify as a reportable delay.

Event description:
During a paroxysmal supraventricular tachycardia procedure, there was a display issue with the tactiflex se ablation catheter. The tactiflex se ablation catheter was inserted into the heart and connected to the tactisys and ensite x mapping system. Navigation was displayed in navx mode, and the vector was not displayed but a cone was displayed. Metal baseline, se point, and the display format was confirmed without any issues. The ensite x amplifier was rebooted, but the issue did not resolve. The tactiflex se ablation catheter was replaced, resolving the issue, and procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Event description:
During a paroxysmal supraventricular tachycardia procedure, there was a display issue with the tactiflex se ablation catheter, resulting in a delay. The tactiflex se ablation catheter was inserted into the heart and connected to the tactisys and ensite x mapping system. Navigation was displayed in navx mode, and the vector was not displayed but a cone was displayed. Metal baseline, se point, and the display format was confirmed without any issues. The ensite x mapping system was rebooted, but the issue did not resolve. The tactiflex se ablation catheter was replaced, resolving the issue, and procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported display issue could not be conclusively determined.